Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed that at the time of the analysis and shock there were multiple motion artifacts and high patient impedance. Artifacts caused by adjusting the pads or poor pad contact likely impacted the presenting ECG rhythm and the device algorithm result. The device functioned as designed and within the limitations of the technology. Review of the device settings showed that the device was configured to prompt "if no circulation, start CPR" at the start of a CPR interval. Since the pads attached had no CPR feedback capabilities, the device was not able to determine that CPR was being performed. As a result, the device continued to provide the initial CPR related prompts throughout the CPR interval. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.